Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that that the customer was hospitalized due to the pump failing twice in two days. The customer's blood glucose levels were unknown at the time of the incidents. The caller stated that the hospital believes the pump is not working. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined to provide further information. The insulin pump will not be returned for analysis.